Event description:
It was reported that a minimum fill notification occurred, and the caller had difficulty loading insulin cartridges into the pump. There was no reported adverse impact to the customer¿s blood glucose level as they declined to provide specific information. The customer initially attempted to reload the same cartridge multiple times without success. Technical support instructed the customer to remove the pump from its case, clean it, and ultimately guided them through filling and loading a new cartridge properly, which resolved the issue. The customer was then able to successfully load the cartridge and resume insulin delivery.